Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the stress during the use, external factor and/or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found there was gap of adhesive on the distal end of the subject device during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no patient injury associated with this report. It was not provided other detailed information.